Event description:
The following was reported: "contamination shield of vamp flex was detached during the first blood sampling. Contamination shield was new type."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Contamination shield of vamp flex was detached. Contamination shield was easy to reattach and take off. No visible defect was found on its body or contamination shield.